Event description:
Allegedly the patient was revised due to hip osteonecrosis; there were black corrosive changes noted at the modular neck-stem junction. (Right). The following component have no alleged deficiency and were not revised during this surgery: profemur® z femoral stem, pha0-0270, lot # 079884326, qty. 1.